Manufacturer narrative:
(B)(4). The customer event of a xia 4.5 titanium extended connector small fracture was confirmed via visual inspection. It is likely that the connector experienced prolonged physiological loads since it was observed that the device was implanted for over 7 months. Also, the existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, which possibly caused a fatigue breakage of connector. A material analysis was performed in a similar complaint and revealed that breakage of the connector can occur due to fatigue caused by continuous excessive loading on the implant. Conclusion: the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that a patient was admitted to the hospital for extension surgery. The surgeon requested an x-ray before the surgery and it was detected that the connectors inside the patient were broken. The revision surgery was completed successfully without any adverse event.

Event description:
It was reported that a patient was admitted to the hospital for extension surgery. The surgeon requested an x-ray before the surgery and it was detected that the connectors inside the patient were broken. The revision surgery was completed successfully without any adverse event.